Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge. The customer's blood glucose (bg) level was in the 150-200 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy. The customer also indicated that the healthcare provider would be contacted to obtain supplies for backup insulin therapy.